Manufacturer narrative:
(B)(4). This lot was manufactured june 26, 2014 to june 27, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the photographs revealed white patches on the housing of the device, outside of the fluid path. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white spots on the inside of the large volume infusor. The particulate matter was identified before use. There was no patient involvement. No additional information is available.